Manufacturer narrative:
Patient information not available from the site. Device manufacture date not available at the time of this report. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported while in a procedure, synergy cranial 2.2 application became unresponsive during registration and again during navigation. The exam was a single mr and did not contain any models. System was powered off to allow them to proceed back to navigate. The surgery was completed with the use of the stealthstation s7 system. There was no impact on the patient outcome.